Event description:
Additional information was received indicating the device was reprogrammed to resovle the event.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) due to fusion were observed on the device. The device was reprogrammed to resolve the event, however, the pptwo and fusion continued. Technical support was contacted and additional reprogramming was recommended to resolved the event. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.